Event description:
It was reported that the burr stuck on wire. The target lesion was located in the right anterior tibial artery down in the leg. A 1.75mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr stuck on the wire upon spinning. The devices were pulled out together out of the patient's body as the burr could not be remove over the wire. Rewiring was done and the procedure was completed with balloon angioplasty, end result was great. No patient complications were reported.

Manufacturer narrative:
Device evaluated by MFR: the device was returned for analysis. A rotawire was returned inside of the rotablator plus. The rotawire was able to be removed from the device with no issues or restrictions. There is no damage to the wire. Dimensional inspection of the wire that could be measured were performed and were within specifications.

Event description:
It was reported that the burr stuck on wire. The target lesion was located in the right anterior tibial artery down in the leg. A 1.75mm peripheral rotalink plus and a rotawire were selected for use. During procedure, it was noted that the burr stuck on the wire upon spinning. The devices were pulled out together out of the patient's body as the burr could not be remove over the wire. Rewiring was done and the procedure was completed with balloon angioplasty, end result was great. No patient complications were reported.